Event description:
Port system implanted 1/20/97. Pt returned to surgery because of nonfunctioning port. Upon explantation, the catheter broke, leaving approx 10 cms inside the pt. The broken piece was retrieved under flouroscopy.